Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment arterial air alarms and arterial pressure exceeded alarms occurred indicative of vascular access flow problems. The operator attempted to adjust the pt vascular access needles while the blood pump was running which introduced air into the extracorporeal circuit. Air recovery attempts were unsuccessful. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator inadvertently introduced air into the circuit while adjusting the pt's arterial needle. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding alarm recovery procedures. Nxstage medical considers this report closed. No additional info will be provided.